Manufacturer narrative:
Additional information: software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Review did not provide enough information to determine whether a software issue contributed to the reported behavior.

Manufacturer narrative:
Correction: sequence number 1 & 2 mdrs inadvertently filed. Should have been filed under MDR 1723170-2018-03195.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that under transmitter coil drivers at over current em interface fault on amps. The 12 volt supply did not display normal status or a fault. Field generator caused the computer to lock up when plugged into the axiem. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No part has been returned to the manufacturer representative for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had a bad emitter. When they plug the bad emitter into the navigation system and launched cranial, the software became unresponsive. They were able to log in to spine normally. When they tested the bad emitter on their second navigation system, the issue replicates. There were no patients present.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that replacing the emitter restored functionality. The system then passed the system checkout and was found to be fully functional.